Event description:
It was reported that the customer states that the pw200 system that was purchased on (B)(6) 2026 suction isn't working and we did water test, still nothing she said there is no "hum" coming from machine itself. Checked order history and no replacement kit was purchased during span of 60 days. Advised it needed to be replaced, and she said the have a new kit from another family member and it's not tubing its system itself. Advised kit has to be replaced first because there is no record on file of purchase. She said this is ridiculous and want this escalated to a supervisor because they are in the process of a malpractice lawsuit for purewick for bedsores and set urine. Advised will set up sup callback. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provide. Btid: (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.